Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 356mg/dl to 171 mg/dl; 356 mg/dl to 162 mg/dl; 356 mg/dl to 160 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.